Event description:
On (B)(6) 2017 patient underwent successful implantation of a watchman device. Upon routine follow up on 01/23/2018, using trans-esophageal echocardiogram, it was discovered the watchman device was no longer in the heart as it had migrated to the descending aorta. The patient required return to the cardiac cathlab and underwent retrieval with a snare via a femoral artery cutdown on (B)(6) 2018.